Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). Complaint was confirmed by review of medical records received. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records found patient experienced pain, instability and significant medial and lateral ligament laxity after 4-year post-op. During revision surgery, the doctor noted poly impinging with bone and soft tissue. Per package insert for persona the personalized knee system: pain, instability, and soft tissue impingement or damage is known adverse effect of the procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42-5320-079-01 lot 62791797 persona tibia g; 42-5402-000-38 lot 62793048 persona patella 38mm; 42-5006-068-01 lot 62672950 persona femoral size 10. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a bilateral knee arthroplasty; subsequently, the patient had a left knee revision due pain and instability. Attempts have been made, and no further information has been provided.